Event description:
Information was received indicating that this cadd legacy pump finished delivering infusion 3-4 hours before than expected. It was reported that the patient was receiving fluorouracil infusion for over 46 hours at home. But the pump completed the infusion approximately four hours early. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery, over infusion was not verified. The event log supports the complaint. As per legacy operators manual: warning: ensure that the ± 6% system delivery accuracy specification is taken into account when programming the pump and/or filling the cadd¿ medication cassette reservoir. Failure to do so may result in medication in the reservoir becoming depleted sooner than expected. When using the customers program criteria and the 6% system error. The customers infusion may end up to 3 hours early and still be within the system specification. No accessories or disposables used in the infusion system were returned for investigation of the over delivery issue. The problem source is unknown.